Manufacturer narrative:
The device was returned for evaluation. Investigation results found no defects or deficiencies that would result in the needle mechanism failure to retract or to determine its root cause. Unable to confirm the device malfunction for the reported hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customers blood glucose (bg) level reached 18 mmol/l (324 mg/dl) after wearing the pod between 4 and 24 hours. Customer reported pain was experienced as the needle would not retract.